Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user states the device has the brake broken off of the chair. The device still works, but it is not mounted on the chair any longer.